Event description:
It was reported to tyco healthcare/kendall in july 10, 2006, that a customer had a problem with a foley catheter. The customer states the balloon popped on the dover silver foley tray while inside patient causing the foley to fall out of the patient.